Event description:
A customer observed positively biased ammonia results from a heparin plasma sample compared to an edta plasma sample from the same pt tested on the vitros 250 analyzer. The biased result was reported and questioned by the physician. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation summary: investigation into this event determined that the anti-coagulant used in the heparin plasma tube is ammonium heparin. The ammonia in the heparin tube causes interference with the amon slides. The instructions for use for vitros chemistry products amon slides warn that certain collection devices have been reported to affect other analytes and tests, and that users should confirm that their collection devices are compatible with this test. The root cause of the event is user error in not confirming that their collection device was compatible with the vitros amon slides.